Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17745784m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for premature ventricular contractions (pvc¿s) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade that required of pericardiocentesis and surgical intervention. During ablation phase, patient¿s blood pressure dropped, x-ray showed depression of left heart border movement suggesting pericardial effusion. Pericardiocentesis yielded 360ml of blood and an improvement of the blood pressure was observed. The remainder of the procedure was cancelled. A chest drain in situ was placed. The patient required of extended hospitalization in coronary care unit (ccu) as a result of the adverse event. The outcome of the adverse event was considered as life threatening. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. The physician alerted of high impedance in 3 areas up near pulmonary valve, ablation not given in these areas. Physician does not believe the performance of the catheter caused this event. Transseptal puncture was not performed. The generator parameters at the time of injury included 30 watts and temperature of 48 degrees celsius. Power was not titrated during ablation. The overall ablation time and the last ablation cycle time at the site of injury are unknown. Irrigated catheter flow was set at 17ml. The patient did not receive anticoagulant.